Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there appears to be noise on the far-field signal and possible ra and rv channels as well. Impedance seems to remain steady but there is a low rv sensing amplitude alert. Lead remains implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.